Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no: c38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder: unspecified"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash / skin condition"), skin disorder ("rash / skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the autoimmune disorder, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for following events" apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder problems., urinary problems, dental probs., vision problems, fatigue, other, weight gain, vision problems". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: there is complete obstruction of the fallopian tubes. Imaging procedure: on (B)(6) 2015: unspecified : bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-nov-2020: medical records received. Lot number added. Reporter information, medical history, lab data were added. Event of autoimmune disorder downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. C38208), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine fibroid and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder: unspecified"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue") and visual impairment ("vision problems"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, female sexual dysfunction and dysmenorrhoea had resolved. And the autoimmune disorder, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for following events: apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder problems, urinary problems, dental probs., vision problems, fatigue, other, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, there is complete obstruction of the fallopian tubes. Imaging procedure: on (B)(6) 2015, unspecified: bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune disorder: unspecified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the autoimmune disorder, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, weight increased and visual impairment outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for following events" apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder problems., urinary problems, dental probs., vision problems, fatigue, other, weight gain, vision problems". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, autoimmune disorder (unspecified), psych injury, bladder problems., urinary problems, vaginal discharge, dental problems, fatigue, weight gain, vision problems¿. Reporter¿s information, demographics, lab data, and essure indication (amended) and essure removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.